Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I already know that allergan is not paying for removal. I don't think it's reasonable to wait around 8 to 10 years to see if I develop lymphoma. Healthcare professional later reported rupture. Device remains implanted. This record is for the right side.